Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implant procedure the iol found to be stuck in the injector. The lens was removed and implanted using a company cartridge and a manual injector. There was patient contact reported and however no patient impact to the patient. Additional information has been requested however no further information available.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Received photo shows an adm in an unknown pouch. The nozzle is not fully visible, only lens bay area with the remaining device is captured on the photo. The lock-out assembly has been removed and is not in the photo. The pin stop is broken and is stuck in the lens bay door in the pin stop designated area. The device appears to be activated, the plunger appears to be visible on the photo. Based on our observation of the attached photo, the product did not meet specifications. The lens pin stop was seen to be broken and stuck in the lens bay door in the pin stop designated area. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).